Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test multiple times within the past several weeks. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test. The battery cap contacts were not missing or damaged. However, the threading from the battery cap was detached. No products were returned and two replacement battery caps will be shipped to the customer.